Event description:
The manufacturer received information alleging the pressure sensor calibration test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices sensor printed circuit assembly (pca) board had caused the pressure sensor calibration test step. The failure of this test step subsequentially lead to the atmospheric and the positive and negative flow test steps to fail on this device. In conclusion, the device's sensor pca board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the keypad, rear enclosure assembly, enclosure seal, base enclosure, and a warning label were replaced for physical damage unrelated to the reportable issue. The rubber feet and power cord retainer were replaced for missing on the device. This was unrelated to the reportable issue. The front case was replaced due to it not closing on this device. This was unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of the sensor printed circuit assembly board is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.